Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd intima-ii closed IV catheter system, the patient had an allergic reaction that required treatment with medication. The following information was provided by the initial reporter: " it was found that there was inflamed skin infections appeared at the needle eye on the third of indwelling, the nurse immediately pull out indwelling needle, give up affected limb, after routine disinfection colloid material applied to the water, and three yellow cream used interchangeably. The pain was not alleviated in time, and purpureus secretions appeared at the eye of the needle on the fourth day. Baiduobang cream was applied to the affected area, and diclofenac sodium sustained release tablet was taken orally. "

Event description:
It was reported that while using bd intima-ii closed IV catheter system, the patient had an allergic reaction that required treatment with medication. The following information was provided by the initial reporter: " it was found that there was inflamed skin infections appeared at the needle eye on the third of indwelling, the nurse immediately pull out indwelling needle, give up affected limb, after routine disinfection colloid material applied to the water, and three yellow cream used interchangeably. The pain was not alleviated in time, and purpureus secretions appeared at the eye of the needle on the fourth day. Baiduobang cream was applied to the affected area, and diclofenac sodium sustained release tablet was taken orally. "

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 1230569. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.